Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). Investigation results: a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. From the information available this device was used per the directions for use (dfu) / product label. Perforation is listed in the dfu for this product as a potential post stent placement complication related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex enteral colonic stent was implanted in the hepatic flexure to transverse colon during a colonic stent implantation procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to release the colon ileus. Reportedly, the patient¿s anatomy was tortuous and the patient had large intestinal cancer. No issues were noted during initial stent placement procedure. According to the physician, after the procedure, the colon ileus was released and the patient was able to eat. The patient underwent chemotherapy with abraxane (paclitaxel) after the implantation procedure. On (B)(6) 2014, the patient experienced abdominal pain. An examination was performed and the physician noted that there was a perforation to the colon at the distal side of the stent. According to the physician, the oral side of the stent might have contributed to the perforation. The physician performed a surgery to treat the perforation. Reportedly, the stent remained implanted. The patient¿s condition following the surgery was reported to be fine.